Event description:
It was reported that the patient had a suction treatment for an ear infection with a perforated ear drum. The treatment resulted in the patient's internal device being torn out of the cochlea. A device issue has not been reported. The surgeon performed a tympanoplasty surgery and cleaning of the ear drum. The patient is being monitored with plans for device reimplant.